Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, baclofen, and dilaudid via an implantable infusion pump for non-malignant pain. It was reported that the patient was scared. The patient had moved to (B)(6) which has temperatures up to 125 degrees. The patient's air conditioning went out and their home was deemed uninhabitable and the patient had to vacate and was currently in (B)(6) and trying to get back to (B)(6) . The patient reported they saw a doctor in (B)(6) that wouldn't listen to them and who "left." The patient reported that they were then stuck with a physician's assistant who also "left." A doctor came in and filled the pump and then told the patient that the baclofen integrity was making them sick and that something was wrong. The patient told the doctor that they had an order from another doctor to x-ray the lead but the doctor that was in the room with the patient walked out. The healthcare provider gave the patient oral medication, but wrong the quantity wrong twice. The patient stretched out their prescription to make it last. The patient drove ten days from (B)(6). By the time they got to (B)(6) they were sick because her multiple sclerosis was exacerbated from the heat of their condo in (B)(6) . The patient reported that every primary care doctor they've seen can't help them with their oral meds and every pain doctor they've seen says they need to be referred by a primary care physician. The patient reported they had hit nothing but brick walls. The patient reported their pump alarm was intermittently going off and they were having major seizures and everything they had with the intrathecal baclofen syndrome in 2016. The patient went to the ER and the healthcare professionals there would not looks the pump, but instead asked what orals the patient was taking. The patient told them that they take clonazepam for myoclonic seizures and oxycodone for breakthrough pain. The patient told the healthcare professionals that they were having the intrathecal baclofen syndrome and the patient was wondering what they should take, should they take "oral baclofen and increase the benzos like they had before?" The patient wasn't sure what they should do because there is a difference in concentration and it was compounded out almost 6 months. The patient was sick and the baclofen was old. The patient reported at that point the doctor left the room. The patient reported that they need a doctor that can see them. Their alarm was going off and the medication was bad and they are "spastistic" and the device is screwing up and there was something wrong with it. The patient reported that the only doctor they could find said the patient needed records. The patient reported a doctor ordered an x-ray of the thoracic spine and "put dx ? Pump catheter for fix" but another doctor never sent the patient to go get the x-ray. The patient had considered going to the ER to ask them to remove the pump. It was reported the pump started alarming on (B)(6) 2017. The patient reported they had the major seizures and had a return of everything they went through with the baclofen syndrome the last 6-7 months since they started going to a certain clinic. The patient reported "they were diagnosed in 1996." The patient also reported that every time they get a telemetry print out the doctor isn't updated. The implanting doctor shows up on the report even though they had moved and had a new doctor. No further complications were anticipated/reported. .